Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would deploy in the aorta but would back out and would not seal the aortic hole. The surgeon had anesthesia raise the patient's blood pressure, placed another device at an angle into the aorta and was able to deploy the seal. There were no patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).